Manufacturer narrative:
(B)(4). Implant date: no tests/laboratory data was available. Explant date: no information was available. The device was used 4+ times in a 90% occluded vessel that contained both plaque and calcification and the separation was contained within the balloon catheter. It is likely the event occurred either during or post stenting. The instructions for use (IFU) warn that care should be taken when advancing or re-advancing a guide wire or catheter through a deployed stent. A guide wire may exit between stent struts when crossing or re-crossing a stent that is not fully apposed to the vessel wall. When advancing or re-advancing the catheter over a guide wire and through a stented vessel, in the event that the stent is not fully apposed against the vessel wall, the guide wire / and or catheter may become entangled in the stent between the junction of the catheter and guide wire or within one or more stent struts. This may result in entrapment of the catheter/guide wire, catheter tip separation, and/or stent dislocation. Never use force to advance the catheter. Use caution when removing the catheter over the guide wire from a stented vessel to minimize patient risk. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. To date, one (1) other complaint was reported for this same failure mode within this lot. This complaint will be monitored as part of complaint data analysis.

Event description:
This event was investigated in accordance with the manufacturer's policy. It was reported the manufacturer's catheter was used for percutaneous coronary intervention (pci). During removal the proximal shaft separated and the distal portion remained inside the guide catheter. The distal part of the separated catheter was held by a balloon catheter inside the guide catheter and removed as a system. The patient's treatment was completed by the procedure. There was no harm to patient and patient was discharged as expected. The patient's condition was reported as stable. The returned device was inspected during prep and no damages were observed. The device had been inserted 4 or more times. The distal part of the separated catheter was held by a balloon catheter inside the guide catheter and removed as a system. All portions of the device appeared present after removal from the patient. There were no adverse events reported; no medical or surgical intervention was required. Vessel: rca#2, occlusion: 90%, tortuousness: moderate, calcification: moderate, plaque: mixed. Visual and microscopic inspection was performed on the returned device. The device was returned with the luer extender, t-connector, 3ml syringe, and 10ml syringe attached. During pre-decon evaluation of the returned catheter, the device was received in two pieces with a shaft separation at 439mm distal to the distal telescope strain relief. The drive cable was exposed but not damaged. Blood was present in the distal tip assembly. The shaft was also found kink at the distal shaft proximal section. In addition, there was also dried blood present in the drive cable and transducer housing. The probable cause of the observed damage was undetermined. We could not conclusively determine when or how the damage occurred.